Event description:
It was reported there were some concerns regarding the initial placement of the percutaneous lead as it may have been too close to the surface. The manufacturer representative believed the health care provider (hcp) did some x-rays. On (B)(6) 2014 the patient had surgery because the lead was coming through their skin on their back.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 7754, serial# (B)(4), product type: recharger. (B)(4).